Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire broken or detached" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). 3004753838-2025-163927 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 7/2/2025 and it was determined this complaint is not reportable per (B)(4).